Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient reported remotely via merlin.net. Upon review, the right atrial lead exhibited noise. The patient presented for a lead revision and during the procedure, an insulation breach was visualized. Medical adhesive was applied to the area of breach. The patient was stable.